Event description:
A patient reports getting "add gel or replace belt" messages. A review of the downloaded flag files shows no gel released from the electrode belt. A new electrode belt was provided. The patient will return the suspect electrode belt for evaluation.